Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind, basic occlusion test, excessive no delivery alarm test and motor tests. The insulin pump was received without the belt clip. The insulin pump had a broken reservoir tube lip, missing reservoir tube seal, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he is unable to clear it. Customer's blood glucose was 240 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.